Manufacturer narrative:
Manufactured september 22, 2016 ¿ september 23, 2016. One actual infusor unit was received at the plant for analysis. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined with no signs of abnormality found. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.